Event description:
The event is reported as: when the user connected the bag to the thoracic catheter, no aspiration occurred and a leak at the water seal chamber was noticed. Then the medical staff observed that the collection chamber and floor stand were cracked. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.